Event description:
It was reported that the patient presented for generator changed. Upon pocket was opened, the physician visualized insulation breach on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.